Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. Technical services (ts) recommended the patient be evaluated. This lead remains in service. No adverse patient effects were reported.